Event description:
The ligasure impact was used to resect the bladder. It would close around the tissue, but not seal; the device was working but then stopped working and an error message was displayed. The surgeon suggested that this malfunction may have resulted in excessive bleeding from the tissue. Pt required blood product resuscitation but sustained no permanent harm.